Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day after the wearable was inserted around 10 pm, the patient woke up, felt sick, and started vomiting. The patient¿s cgm was in a signal loss state and the patient was unaware of this, as she had been asleep. The patient tested her bg meter reading, which was 350 mg/dl. The patient was also wearing an omnipod insulin pump. The patient called her doctor for advice and was told to go to the emergency room (ER). The patient¿s son drove the patient to the emergency room. At the emergency room, the patient¿s bg meter reading was around 300 mg/dl and the cgm was still in signal loss. The patient was treated with an IV insulin drip. She was discharged around 8pm on (B)(6) 2025 (less than 24 hours). The patient¿s bg meter reading at discharge was 101 mg/dl. The patient was "fine" at the time of the report. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.